Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Attempts were made to obtain further details; however, the rep was unable to provide any additional information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired on the cystic duct and then was used to place further multiple firings on the cystic artery. The device appeared to be working properly after reported misfire. The device was continued to be used. An offer was made by rep to change to a new product. The patient was stable after the procedure, however the patient was re-admitted due to injury.